Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, but the exact cause is unknown. One 0.038¿ inch j-tipped guidewire was received in its hoop. A bend was visible approximately 6cm from the distal tip of the guidewire. The bend was caused by the j-tip bend of the core wire, which caused a bend in the elongated coil wire. The distal 17.7cm section of the coil wire was elongated, resulting in gaps between adjacent coils. What appears to be tissue residue was visible on the elongated section of the coil wire 5.5cm from the distal tip. A microscopic examination of the guidewire reveals that the weld tip at the distal end of the guidewire was missing. The fractured surface of the coil wire revealed a portion of the edge that was lustrous, which indicates that the coil wire may have been damaged with a sharp edge, such as the needle bevel. The proximal weld tip is intact. Both core wires were visible within the elongated section of the coil wire. The length between the proximal weld tip and the distal end of the core wire was found to be 70.3cm, which is within specification for the overall length of the guidewire and indicates that the core wire was complete. A tactual investigation revealed that the coil wire could be stretched over the distal end of the core wire. It was reported that the guidewire was stuck at the tip of the niagara stylet. It is unknown if the guidewire was damaged during the over the wire procedure or during the preceding process of advancing the guidewire through the introducer needle. The instructions for use (IFU) caution ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿ the damage observed on the guidewire apparently occurred during use; however, based on the evidence provided with the returned sample, the root cause of the complaint is unknown. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rezf1490 showed no other similar product complaint(s) from these lot numbers.

Event description:
Customer reported that when guidewire was led over the stylet there was resistance. Attempted to withdraw the guidewire but it was reported "stuck." Both stylet and guidewire were withdrawn. The guidewire was reportedly stuck at the tip of the canula and has come out wrong at the end. Sample returned with residue on the guidewire and the weld tip of the guidewire is missing. The core wire is broken and the outside wire of the guidewire is frayed. The patient will be brought in for examination, confirmation that an xray of the patient was negative for weld tip embolus.